Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 46.39mm from the distal tip. A piece measuring approximately 9.81mm x 5.67 was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. A broken grip and pitch cables are the affected adjacent components. Additional observations not reported by site that are related to the primary failure: the instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found a broken main tube that potentially contributed to the broken grip cable. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found a broken main tube that potentially contributed to the broken pitch cable. The instrument was found to have a dislodged proximal clevis at the distal end. Common cause of this failure is attributed to the user. The complaint regarding porgrasp forceps shifting off of the shaft was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the prograsp forceps somehow shifted off of the shaft and the customer was unable to remove it from the trocar. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was using the instrument in the patient. When he was finished with it, he tried to remove the instrument from the trocar. When it released it was stuck, he undocked the trocar from the robot (with the instrument still stuck in the trocar). There were no reports of fragments falling from the device while being used in the patient. Per the reporter, the patient has not returned to the hospital due to any complications regarding this issue.